Event description:
Advocate from (B)(6) stated his daughter had been basing her insulin dosages on the contour ts readings, and on (B)(6) 2013 was admitted to the hospital because of ketoacidosis and malnutrition. She was in the ICU receiving IV saline solution and injections of lantus and humulog insulin. The advocate did not speculate on the length of time she would remain in the hospital. Specific information regarding the contour ts blood readings and medication adjustments were not provided. The test strips are not expected to be returned for evaluation.

Manufacturer narrative:
(B)(4).